Event description:
It was reported post stenting procedure, stent migration, chest pain, and ectopy occurred. The target lesion was located in the right common iliac vein. A 12x61x75 epic vascular stent was advanced and implanted into the lesion. The procedure was discontinued. However, the patient started having chest pain and ectopy. An ultrasound of the chest was performed and they found out that the implanted stent had migrated into the right atrium. The patient was put back on the table. The stent was successfully removed with the use of venous snares and the physician did not continue with additional stenting. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).